Event description:
Initial surgery on (B)(6) 2012 consisted of a bilateral pedicle screw construct that was implanted at l4-l5. Pt was asymptomatic and the right side l4 lock screw disassociation was discovered during a routine 6 week follow up. The pt is doing well and there is no plan to revise. No injury was reported to have occurred.

Manufacturer narrative:
(B)(4). Review of the radiographs confirm the reported event. The device remains in-situ as the pt is doing fine. There is no plan to revise and the device will not be returned. The device will not be available for evaluation and cannot be investigated further. Review of labeling notes: warnings cautions and precautions: "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." ... "The device can break when subjected to the increased load associated with delayed union or nonunion.".... "Care should be taken to insure that all components are ideally fixated prior to closure."